Event description:
Customer reports that in the process of checking each plan and field with their calculation notes, following the recommendation of a varian product notification letter, they found one of their plans did not have calc note, the section was blanked; this is a 2 field irregular plan. Calc notes are missing in both of the fields. The customer confirmed the plan was generated and calculated in eclipse. The customer also confirmed the plan was not imported, revised or split. The plan was later treatment approved and treated successfully. The customer reported that they sampled more irregular and 3d plans, which were generated around same time frame, and found that they all had calc notes. The customer stated that she only found this one plan, which was missing calc notes, although she had many more to check. There was no report of serious injury or misadministration associated with this report.

Manufacturer narrative:
The varian help desk copied the plan and re-calculated; they found that calc notes appeared to the mu was also the same; this resolved customer's initial concern regarding energy change. Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.